Event description:
It was reported that the patient was in the clinic for visit when they became symptomatic and appeared to be having frequent and long speed drops. Following review, log files showed frequent pulsatility index (pi) events that occurred from (B)(6) 2025 at 13:44:08 to (B)(6) 2025 at 10:33:04.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed decreases in pump speed associated with pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from 02jul2025 at 03jul2025. The file primarily consisted of pi events. It should be noted that pi events cause the pump speed to decrease to the low speed limit, per design, and slowly ramp back up. No other notable events were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump speed and pulsatility index (pi). Sections 1 and 4 of the IFU, ¿heartmate touch communication system¿, explain that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.